Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the associated device displayed a "poor pad contact" with these electrode pads attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation, the malfunction was duplicated during visual evaluation. The dislodged wire is a non-functional wire and does not disable the electrode from delivering therapy when attached to a defibrillator. The purpose of the wire is to short the pads while the packaging is sealed to self-test the system preconnected. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.